Manufacturer narrative:
Continuation of medical devices: dtbb1d1 ICD implanted: (B)(6) 2014; 694758 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished sensing and a rising threshold. It was noted that the patient e xperienced tachycardia. The ra lead remains in use. No further patient complications have been reported as a result of this event.